Manufacturer narrative:
Concomitant products: product ID: 97745, serial#: unknown, product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The reason for call was the patient said that "they felt like its only charging to 30-40 percent then it stops" and they said this started happening "this year sometime, like a week before (B)(6) 2021". The patient stated that they were seeing a software problem screen. Details are: 1-intellis 2-3.0 3-1563 4 -appmanager.c and this started today. The patient reported that they have to lay down in order to charge and it wont charge past 30-40 percent. Patient services (pss) then found the root of the problem, and asked if the patient had noticed if the implant had moved or flipped and they said yes. They said their weight had fluctuated a lot and they think its moved. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.